Manufacturer narrative:
Health effect - clinical code: e2402 captures the event of nephrotic syndrome. Health effect - impact codes: f15. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of allergy is a known potential adverse event addressed in the product labeling. The event of nephrotic syndrome, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported that a patient was injected with 3cc¿s of juvéderm vista voluma xc in the forehead and 12u botox® to improve the wrinkles between the eyebrows (glabellar). Two to three days later, patient experienced swelling of the entire face, suspected of allergy was suspected. Approximately 2 weeks later, patient treated with hyaluronidase to dissolve the hyaluronic acid and a steroid drip. Following week, patient was treated again with steroid drip infusion as symptoms did not improved. Patient was hospitalized and found to have nephrotic syndrome, deemed not device related.